Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49*48mm diameter abdominal aortic aneurysm. It was reported that during the index procedure an ipsilateral limb was additionally implanted in the left common iliac artery. Due to the occurrence that the left internal iliac artery originated/bifurcated from the dorsal side, this was unable to be visualized under fluoroscopy and so the left internal iliac artery was covered unintentionally. Final angiography revealed blocked blood flow in the internal iliac artery. It was reported that the physician decided not to perform additional intervention. Per the physician, the cause of the event is due to patient anatomy. No additional clinical sequelae were reported, and the patient will be monitored.